Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the full height communication bus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus and failed. Efforts to recover the drawer were unsuccessful, resulting in continued failure. The customer stated that there was a delay in dispensing medication due to this malfunction prevented accessing medications from the drawer. There were no adverse events or injuries reported based on this event.